Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(4) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient's mother stated that the cgm was displaying 378mg/dl and based on the reading, she dosed the patient with insulin. After treatment, the patient's mother checked the patient¿s blood glucose with the bg meter and it was reading 244mg/dl. It was indicated that the patient's blood sugar was low and resulted in the patient going to the hospital. The patient's mother did not provide further event details. At the time of contact, the patient was in stable condition and being monitored at the hospital. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.